Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for investigation. One (1) battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that (B)(6) was unable to charge or provide power due to an enabled safety flag. This safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of the integrated circuits was able to remove the flag and resulted in the battery regaining functionality. If the inoperable battery remains connected to the battery charger, the battery charger led status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. Log file analysis revealed that (B)(6) was last in use on (B)(6) 2021; prior to this, the battery powered the controller without any anomalies. Review of the event log file revealed two (2) controller power-up events, with associated motor start events, logged on (B)(6)2021 at 13:25:27 and at 13:26:32. The data point prior to the first loss of power revealed that (B)(6) was connected to power port 1 with 77% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 72% rsoc. The data point recorded after the first loss of power and prior to the second loss of power revealed that (B)(6) was connected to power port 1 and no power source was connected to power port 2. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port 1 and no power source was connected to power port 2. No anomalies were recorded leading up to the losses of power. The controller was without power for eight (8) seconds and nine (9) seconds, respectively. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power and flashing red on the charger event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection or battery malfunction of one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 24-jun-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the battery not providing power or being recognized by the controller. The controller subsequently tested out of specification during manufacturer¿s analysis. The controller remains in use. No patient compl ications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery ((B)(6) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported no power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. A possible root cause of the reported battery flashing red when connected to the battery charger can be attributed to a charge time-out of eight (8) hours or a battery that is out of calibration due to a high max error. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power. The battery was not recognized by the controller, and there was a red light on the battery charger when connected to the battery charger. The battery was exchanged. No patient complications have been reported as a result of this event.